Event description:
Bowel injury treated medically. No diverting colostomy.

Manufacturer narrative:
Manufacturer is not aware of whether or not user facility intends to report this event. The code was selected with "other" meaning that the training, labeling and reported details were evaluated. There was no evidence of out of specification condition that could have contributed to this event. There is also no evidence of technique deviation that could have contributed to this event. The investigation is inconclusive as to the cause.